Manufacturer narrative:
A visual inspection was performed on the returned device. The reported peeled/delaminated was confirmed as material separation. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported peeled/delaminated appears to be related to the operational context of the procedure. It was reported that when re-loading the guide wire, peeling was noted on the wire. Analysis of the returned wire confirmed the peeling as polymer separation. The analysis also tears (chatter marks) on the polymer. This type of damage can occur when an accessory device interacts with the wire. Manipulation of the devices when an interaction occurs can result in polymer damage such as bunching, tearing, and separation. Additionally, bends were noted on the distal end of the wire. Damage sustained during use could contribute to interaction between the wire an accessory device. In this case, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a mildly calcified lesion in the anterior tibial artery. The ht command 18 guide wire was advanced through the sheath introducer and a crossing catheter was advanced. When re-loading the command guide wire, the black coating was noticed to be peeling off therefore the guide wire was not reused. Another command wire was used to continue the procedure without issue. There were no adverse patient effects reported and no clinically significant delays in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.